Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported that the ar-8916cx24-24 screw went through the plate ar-8916vsl-03 during implant for a distal radius fracture. The implantation started on power; the surgeon was using hand control at the last part which is when the screw broke through the plate. Another screw and plate were used to complete the case.